Event description:
Deviec malfunction: premature deployment. Time of malfunction: during device preparation. Symptoms/ae: na. It was reported that during device preparation the absolute stent prematurely deployed outside of the body. There was not pt involvement. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded; therefore, device analysis could not be performed. A conclusive root cause for the premature stent deployment could not determined. The stent can possibly deploy if both the stylet and the tip are pulled simultaneously, exposing the distal end of the stent. Review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.